Manufacturer narrative:
D9: updated devices return information h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary failure to advance: the cause of failure to advance cannot be determined since insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was going to be implanted with an impella rp flex for mechanical circulatory support. It was reported that unable to advance the impella rp flex therefore a new device was used. There was no reported patient harm.